Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) recently passed away following a ventricular fibrillation (vf) arrest. Upon review, it was noted that a code 1005, indicative of an open circuit condition, had been declared due to elevated, out-of-range shock impedance (188 ohms) from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for review, and it was determined that the shock impedance had been out-of-range since implant and the r-wave amplitude measurements were variable. Ts stated that the ventricular fibrillation was initially functionally under-sensed in the vt-1 zone due to the patient's low amplitude measurements that were below the automatic gain control sensing floor. The arrhythmia then reached the detection zone, and two bursts of anti-tachycardia pacing were delivered, followed by a successful 41 joule shock to convert the vf, despite the out-of-range impedance. Ts indicated that the out-of-range impedance measurements could potentially be indicative of mechanical lead failure, calcification, or physiological/medication changes. Potentially replacing the device and/or the rv lead would have been recommended. It has been indicated that the device was explanted post-mortem and will be returned for analysis. The rv lead was left in situ. The device has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) recently passed away following a ventricular fibrillation (vf) arrest. Upon review, it was noted that a code 1005, indicative of an open circuit condition, had been declared due to elevated, out-of-range shock impedance (188 ohms) from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for review, and it was determined that the shock impedance had been out-of-range since implant and the r-wave amplitude measurements were variable. Ts stated that the ventricular fibrillation was initially functionally under-sensed in the vt-1 zone due to the patient's low amplitude measurements that were below the automatic gain control sensing floor. The arrhythmia then reached the detection zone, and two bursts of anti-tachycardia pacing were delivered, followed by a 41 joule shock which did not convert the vf. Ts indicated that the out-of-range impedance measurements could potentially be indicative of mechanical lead failure, calcification, or physiological/medication changes. Potentially replacing the device and/or the rv lead would have been recommended. It has been indicated that the device was explanted post-mortem and will be returned for analysis. The rv lead was left in situ.

Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) recently passed away following a ventricular fibrillation (vf) arrest. Upon review, it was noted that a code 1005, indicative of an open circuit condition, had been declared due to elevated, out-of-range shock impedance (188 ohms) from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for review, and it was determined that the shock impedance had been out-of-range since implant and the r-wave amplitude measurements were variable. Ts stated that the ventricular fibrillation was initially functionally under-sensed in the vt-1 zone due to the patient's low amplitude measurements that were below the automatic gain control sensing floor. The arrhythmia then reached the detection zone, and two bursts of anti-tachycardia pacing were delivered, followed by a successful 41 joule shock to convert the vf, despite the out-of-range impedance. Ts indicated that the out-of-range impedance measurements could potentially be indicative of mechanical lead failure, calcification, or physiological/medication changes. Potentially replacing the device and/or the rv lead would have been recommended. It has been indicated that the device was explanted post-mortem and will be returned for analysis. The rv lead was left in situ.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) recently passed away following a ventricular fibrillation (vf) arrest. Upon review, it was noted that a code 1005, indicative of an open circuit condition, had been declared due to elevated, out-of-range shock impedance (188 ohms) from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for review, and it was determined that the shock impedance had been out-of-range since implant and the r-wave amplitude measurements were variable. Ts stated that the ventricular fibrillation was initially functionally under-sensed in the vt-1 zone due to the patient's low amplitude measurements that were below the automatic gain control sensing floor. The arrhythmia then reached the detection zone, and two bursts of anti-tachycardia pacing were delivered, followed by a successful 41 joule shock to convert the vf, despite the out-of-range impedance. Ts indicated that the out-of-range impedance measurements could potentially be indicative of mechanical lead failure, calcification, or physiological/medication changes. Potentially replacing the device and/or the rv lead would have been recommended. At this time, the system remains implanted.